Manufacturer narrative:
Evaluation summary: the explanted device was returned to edwards for analysis. As received, heavy host tissue overgrowth encroached onto the tissue and into the orifice on a leaflet at the inflow and outflow aspect. Host tissue on the stent circumference was heavy at the inflow and outflow aspect. Subvalvular apparatus (chordae) was observed near a leaflet at the outflow aspect. Host tissue fused leaflets 1 and 3 near commissure, and two (2) leaflets near another commissure at the outflow aspect. The x-ray demonstrated heavy calcification on all three (3) leaflets and an intact wireform. The wireform was exposed near a leaflet at the inflow aspect. Returned with the valve was a fragment of host tissue; calcification and chordae was observed on the fragment. Additional manufacturer narrative: the clinical report of calcification was confirmed as calcification and host tissue restricted leaflet mobility and led to stenosis.

Manufacturer narrative:
Calcification plays a major role in the failure of bioprosthetic heart valves and many factors contribute to its onset and propagation. These include patient factors (age, disease state, pharmacological intervention, etc.) And mechanical stress related to the valve's hemodynamic performance. In this case, the explanted device was not returned to edwards for analysis. Without return of the device, edwards is unable to confirm the clinical observation. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this mitral bioprosthetic heart valve was explanted after five (5) years, eleven (11) months due to structural valve degeneration, secondary to calcification. This was replaced with another device and the patient was noted as hospitalized, in stable condition post-operatively.